Event description:
It was reported that balloon deflation failure occurred. A 5.0mmx30mmx135cm (4f) sterling balloon catheter was selected for use. However, during pre-testing the balloon outside the patient's body, it was noted that the balloon could not be withdraw after inflating. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that balloon deflation failure occurred. A 5.0mmx30mmx135cm (4f) sterling balloon catheter was selected for use. However, during pre-testing the balloon outside the patient's body, it was noted that the balloon could not be withdraw after inflating. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for seven days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was unable to inflate. Negative pressure was then applied with the inflation device as an attempt to remove the existing contrast material present in the inflation lumen and balloon, but it was unable to deflate the device. The tact weld appeared to be out of specification, but no damage was present and the contrast in the inflation lumen made clear observation of the area difficult.